Event description:
The olympus endoscopy account manager (eam) conferenced the olympus technical support engineer (tse) and the customer contact who was in the procedure during the call. The customer reported that the lithocrush wire basket broke (no specific model or lot number was provided). The customer reported they were attaching the emergency handle and that is when the wire broke. The patient was sent to the surgery to have the broken piece retrieved. To date, the patient was reportedly doing well. The customer later confirmed the basket broke at the end of the therapeutic procedure. There were no other devices involved. The intended procedure to extract stones, an endoscopic retrograde cholangiopancreatography (ercp), was not completed as planned. An open abdominal emergency surgery was required to retrieve the basket and stones that fell inside the patient's common bile duct. The basket and stones were successfully retrieved and there were no further complications. The customer also reported the patient had a significantly contracted gallbladder with necrosis, on the distal half (encompassing the infundibulum), which posed a challenged to the procedure being performed. The MFR medwatch report associated with this event was submitted on time under manufacturer report # 8010047 - 2021 - 09528. Upon review olympus is submitting the corresponding importer medwatch report.